Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead was oversensing at the post implant follow up so the lead polarity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.